Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft leak occurred. The 70% stenosed target lesion was located in the mildly calcified left anterior descending artery. Following pre-dilatation, a stent was implanted for treatment. The physician decided to use another 2.25x16mm synergy ii drug-eluting stent due to the length of the lesion. When device was advanced, resistance was felt. Eventually, the device was able to pass through the previously implanted stent. And when the balloon was about to inflate in order to deploy the stent, the tech noticed blood in the hypotube. The device was removed from the patient and a new stent was deployed. The procedure completed with no significant delay. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.25 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of shaft polymer extrusion revealed a partial break in the mid-shaft extrusion 27cm distal from the mid-shaft/hypotube bond. A visual and tactile examination of the hypotube found multiple kinks along the hypotube. The laser cut section of the hypotube inside the mid-shaft extrusion had been bent at the partial mid-shaft extrusion break site. A visual and tactile examination found no damage to the tip. A hand held inflation device was used to apply pressure to the device and it was confirmed that liquid escaped from the mid-shaft-extrusion break site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft leak occurred. The 70% stenosed target lesion was located in the mildly calcified left anterior descending artery. Following pre-dilatation, a stent was implanted for treatment. The physician decided to use another 2.25x16mm synergy ii drug-eluting stent due to the length of the lesion. When device was advanced, resistance was felt. Eventually, the device was able to pass through the previously implanted stent. And when the balloon was about to inflate in order to deploy the stent, the tech noticed blood in the hypotube. The device was removed from the patient and a new stent was deployed. The procedure completed with no significant delay. No patient complications were reported.